Event description:
The cordless driver was sent for evaluation due to a tight battery fit and the handpiece was leaking a substance described as water like. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.

Event description:
The cordless driver was sent for evaluation due to a tight battery fit and the handpiece was leaking a substance described as water like. No adverse event was associated with the device.

Manufacturer narrative:
The reported event of leaking an unknown substance was confirmed. Based on a review of complaint trending, this likely occurred due to non-recommended cleaning procedures. Maintenance was performed on the device and it was returned to the user facility.